Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a leak in the distal part of the marathon catheter. The patient was undergoing treatment for an arteriovenous malformation (avm). The patient's vessel tortuosity was minimal. The access vessel was the femoral artery. It was reported that after the guide wire guided the floating microcatheter in place, and the embolization of liquid embolism system was performed. When injecting the first liquid embolization system, it was found that the floating microcatheter leaked glue at a distance of about 3cm from the tip end. Then, the floating microcatheter was withdrawn and checked in vitro to confirm that there was leakage of glue. The floating microcatheter was replaced, and the operation was successfully completed. After the operation, the patient had no special conditions. The catheter had been inspected prior to use. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).

Event description:
Additional information received reported the physician paused during injection. The injection waiting time between the injections was about a minute. Infusion pressure was the feeling of pressure on the hands when injecting glue at ordinary times. During the infusion process, after the glue refluxes, it felt resistance after stopping for one minute and then injecting again. The products were visually inspected for integrity prior to use. The detection rate was not noticed, and the injection rate was adjusted according to the trend of the glue. Angiography (guiding angiography syringe specification 150ml, 3,5,200 pressure), microcatheter angiography syringe specification 1ml was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.